Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11374r07, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type catheter; product ID: 8711, serial/lot #: (B)(4), ubd: (B)(4) 2004, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 299 mcg/day a via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an x-ray showed a possible disconnect. Date of x-ray that occurred prior to surgery was unknown. It was further reported however that the catheter connector had sheared/was damaged. It was noted that the suture stayed in place, but the connector broke. The date of the event was unknown. The catheter connection was explanted and replaced with a pump segment. All of the remaining catheter remained implanted and was still in use. The cause of the shear / break was unknown. It was indicated that the hcp was notified that the explanted portion of catheter should be returned; however, the hcp had refused. It was indicated that the patient had no known symptoms per the physician. The patient¿s weight at the time of the event was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the date of the x-ray that was performed, it was noted that baclofen pump imaging series had occurred on 2018-(B)(6). The patient¿s weight was (B)(6)kg.